Manufacturer narrative:
Product event summary # product ID# 5076-45 a proximal portion was received measuring 7 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician office and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardioverter defibrillator, product ID: d224drg, implanted: (B)(6) 2011. Implantable defibrillation lead, product ID: 693558, implanted: (B)(6) 2011. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.